Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs and delivery accuracy.

Event description:
The pt received emergency room treatment for elevated blood glucose.